Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the carotid artery. A 16 x 4.00 rebel stent was advanced to treat the lesion. However, during the procedure, the stent broke on the balloon. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system. The balloon, shaft, tip and markerbands were microscopically examined. The stent was not returned for analysis, so the stent fracture could not be confirmed. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube. The shaft was separated and stretched at the distal end of the exit notch. The inner shaft was buckled 2.5 mm ¿ 3.5 mm distal of the bi-component weld with a kink 1.5 mm distal of the bunching. The separated ends of the shaft appeared to be stretched, jagged and damaged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the carotid artery. A 16 x 4.00 rebel stent was advanced to treat the lesion. However, during the procedure, the stent broke on the balloon. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.